Event description:
The patient's guardian reported a medical event that occurred approximately one year ago, though the details provided were limited. According to the guardian, the patient was transitioned into injectable therapy at the time due to a reaction to the pod adhesive which previously caused contact dermatitis. This skin reaction progressed to cellulitis and ultimately led to sepsis. A steroid cream was prescribed to treat the cellulitis. No additional information was provided regarding the management or treatment of the sepsis. The patient now uses op5 again but with cavilon spray.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Additional information was received on november 3, 2025. The patient's legal guardian reported that the patient was prescribed two types of steroid creams for healing and received intravenous antibiotics via drip. Medication names and treatment dates were not provided, and it is unclear if the antibiotic treatment was related to the sepsis event. The guardian anticipated more details after a doctor's appointment; however, no further information has been received. No details on length of stay or specific treatments were available.

Manufacturer narrative:
Additional information was received and inserted in b5.